Manufacturer narrative:
Mfg site evaluation: evaluation on-going at mfg site.

Event description:
Country of complaint: (B)(6). Complaint is that the wire is broken, as a result, the wound dehiscence. Additional info requested. Unable to determine if both sutures are related to same incident or separate incidents. Device 1 of 2.